Event description:
The handpiece wouldn't activate using either the hand activated insturment of the footswitch during a laparascopic hysterectomy. The generator was swapped with a competitors device and the case was completed with no pt consequence.